Event description:
It was reported the subject device pump does not close during preparation for use. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** 7.3 pump head replacement replace the pump head as follows: 1. Detach the pump head. Switch the power supply off and then rotate the pump head 45° anti-clockwise with one hand, while pressing and holding the pump head release lever with the other hand. Slowly take the pump head off the mounting plate. Attach the pump head tilt the pump head approximately 45° as shown in figure 7.2, and attach it to the mounting plate. Align the pump drive shaft with the drive slot on the back of the pump head (figure 7.3). Then rotate the pump head clockwise until it locks into an upright position 3. Turn the ofp-2 power supply on and confirm that the control panel indicators illuminate and the standby led then illuminates green. 4. Press the footswitch and confirm that the pump runs. 5. Lift the pump head lever and confirm that the standby led turns to orange and the pump head does not rotate. 6. Confirm that the flow rate is sufficient following the guidelines in section ¿checking the flow rate¿. Warning if the events described in the above steps 3 to 6 are not observed, immediately switch the unit's supply off, disconnect the power cord and contact olympus.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device pump does not close during preparation for use. No patient harm was reported.